Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer obtained a reading of 22 mmol/l with mobile system. Customer was feeling unwell and appeared hypoglycemic, his wife called the paramedics. They arrived 5-10 minutes later and did a reading with their meter (brand unknown) and it was 1.9 mmol/l. Customer was treated by paramedics and his wife. Paramedics stayed for an hour and before leaving paramedics device showed a blood glucose level of 5.0 mmol/l. A request was made for the return of the meter and strips.